Event description:
It was reported that the tip of the unit broke off in the shoulder of the patient during an arthroscopic procedure. It was further reported that a c-arm and x-ray equipment had to be used to find the broken piece. The shoulder of the patient had to be opened in order to retrieve the broken piece. The procedure was delayed for well over 15 minutes. It was further reported that during the same procedure, the serfas console gave an error message which was cleared by the customer.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.